Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was barely vibrating or beeping. Customer stated that vibrate and beep tone was not hearable. No harm requiring medical intervention was reporting. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, and self tests. All audio tones, beep, vibrate were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio or beep or vibrate anomaly were noted during testing. (B)(4).